Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding ( menorrhagia)'), genital haemorrhage ('abnormal heavy bleeding') and uterine leiomyoma ('other injury(ies) or complication(s) please describe: fibroids') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included aneurysm cerebral, stroke, pain, gravida ii, parity 2, asc-us, cerebrovascular disorder, migraine, polymenorrhoea, anesthesia and cesarean section. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: naproxin from 2009 to 2011 and coumadin. Concurrent conditions included metrorrhagia, uterine bleeding, endometrial polyp and menometrorrhagia. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from 1989 to 2012 for birth control and levonorgestrel (mirena) since (B)(6) 2017 for menorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (laproscopic hysterectomy (full) with bilateral salpingectomy,lysis of adhesions and underwent myomectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, uterine leiomyoma, vaginal haemorrhage, dysmenorrhoea, weight increased and abdominal distension had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: the essure device was in proper position and working. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: uterine leiomyoma, menorrhagia, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received- previously reported event ¿injury¿ was updated to ¿abnormal heavy bleeding¿, events- ¿menorrhagia, vaginal bleeding, dysmenorrhea, weight gain, bloating¿. Medical history, historical drugs, concomitant condition and drugs, reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.